Manufacturer narrative:
The part was returned to the manufacturer for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue could not be confirmed. They loaded the application and it was good, did a virus scan and found nothing, reinstalled it on the system no failures were found. The system readied and was working as intended. A full system checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that in a procedure during a 3d spin the error message ' application.exe' occurred and the 3d image stopped. The site rebooted the system and then a database error occurred. The site rebooted the system again and was able to take another spin. There was no reported impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the imaging system. It was reported the there was a database error on the mobile view station (mvs) screen causing a consistent slow boot process. The mvs computer was replaced and a full system checkout was performed and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that in a procedure during a 3d spin the error message ' application.exe' occurred and the 3d image stopped. The site rebooted the system and then a database error occurred. The site rebooted the system again and was able to take another spin. There was no reported impact on patient outcome.

Manufacturer narrative:
Procedure type and delay time received. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that in a procedure during a 3d spin the error message 'application.exe' occurred and the 3d image stopped. The site rebooted the system and then a database error occurred. The site rebooted the system again and was able to take another spin. There was more than an hour delay in the procedure. There was no reported impact on patient outcome.